Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Technical support was unable to provide further clarification because the customer declined follow-up, and no additional corrective actions were taken.